Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was placed on a system and was run in normal mode. C-44/c-37 error occurred on start-up and c-38 error was triggered during mono coag. During visual inspection, the cover is bent top side right near back. There was a crack bezel near the top left corner. Root cause is attributed to the measurement value for spark is too small.

Event description:
It was reported that the erbe generator faulted with multiple errors during a da vinci-assisted nephrectomy surgical procedure. The caller power cycled the erbe, replaced the energy cables, and reapplied the settings, with no change. The surgeon continued the procedure with a vessel sealer (vs) instrument. The caller stated they would also look for a force triad generator and the energy activation cable. The procedure was being completed as planned, with no reports of patient injury. The issue was escalated to intuitive field service.